Manufacturer narrative:
E1 initial reporter phone:(B)(6).

Event description:
It was reported that guidewire tip fracture occurred. The 100% stenosed target lesion was located in the proximal popliteal artery. A 300cm, 8cm v-18 control wire was advanced to cross the lesion. However, during the procedure, significant resistance was encountered, and it was noticed that the tip of the wire was completely separated along with the support catheter. The detached part was not removed and was attached with a stent. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR.: unit returned with its original box, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was returned for the analysis, and it was observed that the guidewire was bent at the distal tip section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages or issues were observed on the device. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that guidewire tip fracture occurred. The 100% stenosed target lesion was located in the proximal popliteal artery. A 300cm, 8cm v-18 control wire was advanced to cross the lesion. However, during the procedure, significant resistance was encountered, and it was noticed that the tip of the wire was completely separated along with the support catheter. The detached part was not removed and was attached with a stent. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.